Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. During the evaluation the event reported was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: front panel chassis and filter are damaged. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the light-emitting diode (led) failed the light intensity. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the top cover was deformed and the front panel was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.